Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the pump was programmed correctly but it over infused the medication. There were no other details given about the event. There was no report of patient harm.